Event description:
It was reported that the temporary pacing electrode catheter balloon was ruptured. As per additional information via email from ibc on 10feb2023, user exposed to hazardous, blood, or bodily fluids" as mentioned in source document.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The used tpe with attached luer syringe was returned without the original packaging. Though a specific cause cannot be determined, a potential root cause for this event could be, "contaminants, latex defects or abrasion of balloon after attachment to shaft, windows or inclusions over stretched balloon". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not inflate balloon beyond stated maximum inflation capacity of 1.5 ml." "If the balloon catheter has been inflated in vivo for more than one minute, completely deflate the balloon and reinflate it to the recommended capacity of 1.5 ml. This is recommended because carbon dioxide diffuses through the latex balloon." "Inspection instructions: inspect the sterile package carefully for damage during transit or storage. Do not use the catheter if the package is damaged. Visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage. In case of catheters with a balloon, under sterile conditions, remove the protective sheath and inflate the balloon with 1.5 ml of air or carbon dioxide. Use the inflation syringe included in the package. Completely deflate the balloon after the test." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temporary pacing electrode catheter balloon was ruptured. As per additional information via email from ibc on (B)(6) 2023,user exposed to hazardous, blood, or bodily fluids" as mentioned in source document.